Manufacturer narrative:
Visual exam revealed that the last 1.2's of the catheter was missing at the distal end. It was evident that the damage occurred from slicing and gouging from a sharp edge. Damage found is typically caused by an attempted removal of the catheter without removing the introducer needle at the same time. Conclusion: improper use.

Event description:
Piece of the spinecath broke off in patient's disc. Sales rep. Was pesent during level-1 and level-2 idet procedure on a male patient. The catheter kinked during level-1 and a piece was discovered to have broken off in the disc upon removal. A second catheter also kinked while in use during the level-2 procedure and was removed intact. An MRI was pending to determine future action. It is unknown at this time if the broken piece of the catheter was removed from the patient.